Manufacturer narrative:
The product was not returned for analysis; the stent remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after glaucoma shunt implantation procedure, patient had detachment of descemets membrane. According to the customer, the cause may be that the tip of the shunt cannula was blunt and thicker than the trabecular meshwork. The surgeon adjusted the position of the patients head and a microscope so that he could directly observe the surgical field with a gonioscope, and then the position of the microstent implantation was determined by checking the angle structure, including the scleral spur and trabecular meshwork using the gonioscope, but it seems that the check may not have been thorough enough. No specific treatment was being taken for the patient at this time. The sample was not available as it still remains in the patients eye. Additional information has been stated stent was properly placed in the eye without any issues. No treatment has been taken for detachment of descemets membrane.